Event description:
Procedure: lung resection. According to the reporter: staples malformed on the first firing. Another device was applied. Oozing bleeding was reported as under 200cc. Operating time was extended more than 30 minutes.

Manufacturer narrative:
.